Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter email address. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that consult interrogation of this pacemaker was unsuccessful. A device check was performed approximately a year, and longevity estimate from that time showed approximately three years remaining. This pacemaker was operating in safety mode. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.